Manufacturer narrative:
Corrections: b1: adverse event. B2: required intervention to prevent permanent impairment/damage. H1: serious injury. D4: primary unique device identifier (UDI) #: (B)(4). Medical device problem code (a): 2993. Additional information: b5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and refractive surprise. In a separate visit, the lens was exchanged for a shorter length lens and the problem was resolved. Cause of the event is reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. D6b: (B)(6) 2024. Health effect - impact code (f): 4629. Type of investigation (b): 10. H3: device evaluation: the lens was returned dry with residue/debris on the lens in a microcentrifuge vial. Visual inspection found no damage on the lens. Dimensional found the lens to be within specifications. Functional inspection failed. Over/under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. H11 manufacturer narrative - refractive surprise: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and refractive surprise was observed, the lens remains implanted. Cause of the event is reported as unknown.